Manufacturer narrative:
This is a duplicate of report # 2031642-2018-00579.

Event description:
The ventilator was reported as having a blank display. There was no available information regarding patient involvement. There was no report of harm associated with this event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The ventilator was reported as having a blank display. There was no available information regarding patient involvement.